Manufacturer narrative:
Follow-up #1: date of submission 10/10/2017 device evaluation: the device has been returned and evaluated by product analysis on 09/15/2017 with the following findings: during investigation, there was no evidence of moisture observed in the battery compartment. A leak test revealed a leak due to a crack in the battery compartment from the case seal traveling to the grip pad. The pump was opened and moisture was found on oled flex. Unrelated to the complaint, investigation revealed the display was discolored due to moisture ingress.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (case damage w/moisture: battery compartment) issue. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment. There was no indication that the product caused or contributed to an adverse event.